Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Device not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2007 - the patient underwent an unknown pelvic procedure with implant of a non-bard davol pelvic floor repair system and a non-bard davol sling. (B)(6) 2007 - the patient underwent an unknown pelvic procedure with implant of a non-bard davol pelvic floor repair system. (B)(6) 2011 - the patient was diagnosed with a vaginal vault prolapse and underwent an abdominal sacrospinous fixation, suspension of the vaginal vault prolapse with implant of a bard flat mesh and an incidental 1 cm perforation of rectum repair. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.